Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that a written note indicated that surgeon was using device. The device "misfired and stopped working. There was no consequence to the pt.